Manufacturer narrative:
The catalog number and lot code was not provided. The device was reported as unknown bushings. Should additional information become available, it will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
The patient was revised to change bushings and resurface patella.